Manufacturer narrative:
The calibration signals generated were within specifications. The qc values were within ranges. From this information, a general reagent issue most likely can be excluded. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for 9 patient samples tested on a cobas 6000 e601 module. The initial results were considered wrong and were not reported outside of the laboratory. The following samples were run on (B)(6) 2022 and were rerun on the same analyzer: sample ID (B)(6) had an initial result at 7:15 pm of 7.77 ng/dl with a data flag. The repeat result was 0.841 ng/dl. Sample ID (B)(6) had an initial result at 7:16 pm of a data flag without a numeric value. The first repeat result was 7.77 ng/dl with a data flag. The repeat result at 8:54 pm was 1.81 ng/dl. Sample ID (B)(6) had an initial result at 7:22 pm of 7.77 ng/dl with a data flag. The repeat result was 1.23 ng/dl. Sample ID (B)(6) had an initial result at 7:23 pm of 7.77 ng/dl with a data flag. The repeat result was 1.08 ng/dl. Sample ID (B)(6) had an initial result at 7:23 pm of a data flag without a numeric value. The first repeat result was 7.77 ng/dl with a data flag. The second repeat result at 8:54 pm was 1.20 ng/dl. Sample ID (B)(6) had an initial result at 7:24 pm of a data flag without a numeric value. The first repeat result was 7.77 ng/dl with a data flag. The second repeat result at 8:53 pm was 1.18 ng/dl. Sample ID (B)(6) had an initial result at 7:31 pm of 7.77 ng/dl with a data flag. The repeat result was 1.55 ng/dl. Sample ID (B)(6) had an initial result at 7:37 pm of a data flag without a numeric value. The first repeat result was 7.77 ng/dl with a data flag. The second repeat result at 8:53 pm was 1.44 ng/dl. The repeat results were deemed correct and were reported. On (B)(6) 2022 at 12:53 pm, sample ID (B)(6) had an initial result of 7.77 ng/dl with a data flag. On (B)(6) 2022 at 3:44 pm, the reporter repeated a plasma sample from another tube from the same collection on the same analyzer. The initial result of this plasma sample was 7.77 ng/dl with a data flag. This sample was sent out to another laboratory that uses chemiluminescence as the laboratory method. The repeat result from this laboratory was 1.09 mg/dl. This result was considered normal. The reagent lot number is 579081. The expiration date was requested but not provided.

Manufacturer narrative:
The calibration signals were within the specified ranges. The qcs were within the specified ranges. The instrument information did not indicate an issue. Based on the calibration and qc data, a general reagent problem can be excluded. For the first 8 samples, the reported issue is caused by a pipetting of an insufficient reagent volume (as indicated by the alarm), thereby generating questionable initial results. For the last sample, pertinent micro clots and/or fibrin filaments were present in this sample. The investigation determined the event was due to a preanalytic issue at the customer site.